Manufacturer narrative:
The device was received fully deployed. The needle mechanism assembly was inspected and no damages were observed that would contribute to the needle deploying early. The download data did not generate any alarms and completed both first and second priming. Although no issues were observed, the cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.